Event description:
During eval the force sensor was found to be out of calibration. The force sensor pins were found to be partially dislodged.

Manufacturer narrative:
The pump was returned to animas for eval. During eval the force sensor was found to be out of calibration. Eval revealed a dislodged display screen and partially dislodged force sensor pins.